Event description:
Reporter stated, "on november 20, 1990, the plaintiff underwent surgery for a replacement of his left hip. On may 6, 1994, it was reported that the system had failed and the plaintiff underwent a second surgery to remove a portion of the implanted system that allegedly had failed."